Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. Event log showed several wash valve/pump motion errors. The fse homed both the pump and valve with no issue. Per fse, the event can be caused by either the pump or the wash valve. He replaced the wash pump home sensor, the drive belt, o'ring and seal. He also replaced the wash valve assembly. No visible problem was observed with the parts he replaced. The fse initialized the analyzer and primed. System check passed, qc was running with the first several values within set ranges. No wash pump/valve errors after service was observed. In conclusion, the cause of the erratic results is a hardware malfunction. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On 11jul2020 the customer reported obtaining erratic troponin I (access accutni+3) results for approximately 4-5 patient samples involving the laboratory's access 2 section, dxc 600i packaged analyzer (serial number (B)(4)). Access accutni+3 erratic results from 9 patient samples were provided in this event, several showing "no value". The expected or correct results were not specified in this event. Several written attempts were made to obtain additional clarification surrounding the erroneous results without any answers. No affect to patients or end-users has been reported in connection with this event. Customer confirmed none of the results were reported outside of the laboratory. Customer reported wash pump errors at the date of the event. The customer technical service had customer home wash valve, disassemble, clean and reassemble it. The home wash valve, cycle probe wash 40 cycles and prime pipettor 4 cycles and dispense probes 10 cycles were performed with issue still occurring. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse homed both the pump and valve with no issues. Per fse, the event can be caused by either the pump or the wash valve. He replaced the wash pump home sensor, the drive belt, o'ring and seal. He also replaced the wash valve assembly. No visible problem was observed with the parts he replaced. The fse initialized the analyzer and primed. System check passed, qc was running with the first several values within set ranges. No wash pump/valve errors after service was observed. Sample tube collection type was bd green top tubes. Further information such as centrifugation time and speed, storage or handling was not provided by the customer. No further sample information was provided.